Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. D2b. Medical device type: fpa, jka a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Report 2 of 3 it was reported while using bd vacutainer® ultratouch¿ push button blood collection set, blood leakage is seen in an unspecified number of devices. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields were updated due to additional information: b5: report 2 of 6. Investigation summary: bd had not received any samples or photographs for investigation. Therefore, a total of 10 retained samples were used, from which 6 tubes each were drawn. No leakage was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: sleeve leakage. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
Report 2 of 6: it was reported while using bd vacutainer® ultratouch¿ push button blood collection set, blood leakage is seen in an unspecified number of devices. No adverse impact was reported regarding the patient or user.